Event description:
It was reported that the customer "has about 10 pumps a week come down to biomed because of the 322 errors." Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation and therefore, an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.